Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preparation for a lead revision, this pacemaker was found to have exhibited premature battery depletion. This device was then explanted and replaced. No additional adverse patient effects were reported.